Event description:
Reporter alleged customer obtained discrepant blood glucose values of 387 mg/dl back to back with a result of 170 mg/dl when testing was performed 1 minute apart on the advantage system. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.